Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving involving two separate products; associated mdrs #1225714-2014-02241 and 1225714-2014-02242.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on an unknown date after the use of the product.